Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the distal esophagus, performed on (B) (6) 2004. According to the complainant, the stent was placed to aid in the healing of a perforation due to a post-surgical eso-pleural fistula. The stent placement procedure was reported as successful and uncomplicated. On (B) (6) 2004, the patient presented with bleeding of moderate severity. The bleeding was resolved with ppi (proton-pump inhibitors) therapy, and the stent remained implanted.

Manufacturer narrative:
Device reported as ultraflex esophageal partly covered stent (length (full, body) 15 cm. Diameter (flange/body) 18/23 mm. (B) (4) (medical intervention required; bleeding). (B) (4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.